Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump was received motor error alarm during basic occlusion test due to loose/flush drive support disk. Analysis was unable to perform the unexpected restart error test. Analysis was unable to verify compromised force sensor system alarm or perform prime test due to motor error alarm. The insulin pump was received with normal operating current. The insulin pump passed self test. The insulin pump passed off no power test. The insulin pump was received with minor scratched lcd window, loose drive support disk, cracked case at the display window corners, missing end cap sticker and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 150 mg/dl at the time of incident. The customer stated that the drive support cap was sticking out. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.